Manufacturer narrative:
(B)(4). Results: the penumbra system 5max ace reperfusion catheter (5max ace) was fractured approximately 1.0 cm from the hub. The penumbra investigator unintentionally ovalized the 5max ace approximately 132.0 cm from the hub when flushing the catheter. Conclusions: evaluation of the returned catheter confirmed a fracture near the proximal hub. The 5max ace was reportedly kinked upon removal from packaging. This type of damage is likely a result of forceful manipulation at extreme angles during removal from the packaging hoop. The continued use of a kinked catheter, as described in the complaint, will likely result in a fracture of the catheter shaft. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, prior to use, the physician noticed that the 5max ace was kinked at the strain relief and became "weak" upon removal from the packaging. However, the physician did not have another 5max ace to use right away and decided to use the kinked 5max ace. While in use with the patient, blood leaked out of the 5max ace. Therefore, the 5max ace was removed and the procedure was completed using a new 5max ace. There was no report of an adverse effect to the patient.